Event description:
The patient underwent removal of saline breast implants, bilaterally; removal of capsular contractions, bilaterally; placement of silicone breast implants, bilaterally. At the time of explantation, the left implant was found to be deflated with no retained volume.